Event description:
A distributor contacted baxter (B)(4) regarding a misassembled minicap. It was reported that the sponge of the minicap dropped out. There was no patient involvement, patient injury, or medical intervention indicated with this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint for a misassembled minicap was confirmed during the sample evaluation; however, no root cause could be determined. During a visual inspection it was noted that the minicap came out of the sponge. The results of drop test indicated that careless loading and unloading may cause sponge dislodged. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.